Event description:
It was reported that the surgeon inserted the aa4203tl silicone single piece lens with toric and the lens was cut out of the eye. The surgeon decided to change to a aq lens in the sulcus. There was no patient harm. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Additional information was received from the reporter stating that this was dr. (B)(6) case and after the toric lens was inserted the surgeon noted a small tear in the capsule. The lens was removed, a vitrectomy was performed and three piece lens was implanted in sulcus. The reporter stated the incident was due to the patient's weak zonules and not lens related. Date of surgery was (B)(6) 2012. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4) no consequences or impact to patient. (B)(4).